Event description:
Defective balloon wedge pressure catheter. Noted to be defective by physician when performing heart cath on this patient. Wedge catheter was removed from patient's body without harm to the patient. A second wedge from the same lot number was then used and was also found to be defective. Md requested this report be filed following hospital's protocol.what was the original intended procedure?cardiac catheterization.device #1is this a laboratory device or laboratory test?no.